Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noise resulting in pacing inhibition of 2.5 seconds. Boston scientific technical services (ts) was consulted and discussed the noise was likely electromagnetic interference (emi). No adverse patient effects were reported. This device remains in service.